Event description:
Evaluation of the explanted stent graft has been completed. This device was explanted during surgical conversion due to aneurysm enlargement and recurrent type 2 endoleak. The pt had been serially monitored since the implant, and has reportedly undergone multiple coil embolization procedures (lumbar and ima), but continues to have aneurysm growth (over 5.6 cm reported at explant). No evidence of type 2 endoleak was observed at explant, however a type 3 transfraft leak was noted from the right limb, near the crotch of the graft. Examination of the explanted stent graft showed an abrasion hole located between rings 6-7 of the bifurcate ipsilateral limb. It is possible that morphological changes increased the angulation of the right lateral stent graft contributing to the development of this abrasion hole which may have been a factor to the aneurysm enlargement (imaging was not available to confirm graft angulation).

Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the internal mesenteric artery was coil embolized 6 months ago; however, the aneurysm sac continued to grow. The bifurcated stent graft was explanted 3 weeks ago and during the explant procedure there was type 3 endoleak observed at the crotch area. The iliac limbs were well incorporated in the iliac arteries bilaterally; therefore, they were left in place. There was no evidence of aneurysm or ectasia of the iliac arteries. There was no evidence of a patent lumbar artery of ima which would indicate a type 2 endoleak. An 18 mm bifurcated hemashield graft was sewn to the aorta and to the iliac arteries distally. The pt was taken to the recovery room in stable condition. Medtronic received the explanted stent graft and its evaluation is pending.